Event description:
It was reported that an ilet user experienced unexpected hyperglycemia after a usual breakfast when the system delivered a lower insulin dose than previously observed for the same meal, despite pre-meal glucose being in range and no recent post-meal hypoglycemia. Symptoms included elevated blood glucose to a peak of 240 mg/dl. Outcomes included no hospitalization and no alarms. Troubleshooting and education were provided, and the user was advised that the algorithm adapts over time and to consult their clinician. Investigation included review of user-reported glucose values and dosing behavior, with no device alarms or interruptions reported. Investigation of this case revealed no confirmed device malfunction and a cause that remained unclear given the reported meal consistency and algorithmic adaptation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.